Event description:
It was reported that during implantation, the right ventricular (rv) lead required multiple attempts to acquire proper implantation. Shortly after implantation of the rv lead was completed, it was noted that the patient's blood pressure rose above and then fell below normal levels. It was discovered that the patient had a pericardial effusion/tamponade and a pericardiocentesis was performed which stabilized the patient¿s vitals. Implantation was resumed but again the patient¿s blood pressure fell below normal levels. A perforation was suspected and the implantation procedure was aborted. The rv lead was left in place and the patient received a pericardial window. The implantation procedure was later completed for the remainder of the system and the rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).